Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cardiac cath lab, the md inserted the sheath via the right femoral artery. Iab was prepped per instruction, handed to the md to insert, and while inserting the iab through the sheath it became stuck. Md could not advance the iab nor could he pull the iab back through the sheath. As a result, the iab was removed with the sheath and guidewire as one unit. The md then inserted another sheath and iab with success. There were no reported patient complications.